Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter was having too glue. As per the follow up information received via email on 24sep2020, the patient stated that the catheter was difficult to remove and had warm wash cloth in order to get the adhesive off the skin.

Manufacturer narrative:
The reported event was unconfirmed, as the product meets the specifications. Visual evaluation noted 2 unopened spirits male external catheters were received. No obvious defects were noted. The product was not used for diagnosis or treatment. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. The product had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the male external catheter was having too glue. As per the follow up information received via email on 24sep2020, the patient stated that the catheter was difficult to remove and had warm wash cloth in order to get the adhesive off the skin.